Event description:
It was reported this right ventricular (rv) lead exhibited high out of range shock lead impedances (sli) measuring 126 ohms. It was noted sli have been gradually rising. Technical services recommended to perform a max energy shock however, the physician would like to do a delivered shock. At this time, the lead remains in service. No adverse patient effects were reported.